Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. Visual inspection found both pitch cables were loose at the distal end. The blue housing on the proximal end was removed to find the pitch cable was broken at the clamping pulley. Additional observation during failure analysis found the instrument pitch cable was frayed at the distal clevis hub. The frayed strands stuck out the wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed pitch cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci myomectomy procedure, the wire was loose on the pk dissecting forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.